Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis had been giving trouble with refrigerated items (specifically famotidine). This resulted in a 5 minute hard reboot two days in a row that week due to nurses being unable to dispense refrigerated items. It impacted patient care as the customer had to reboot. Some theories were that the bins were not pushed in all the way, so a sign was made for that. However, the fridge seal seemed loose, and there was a drawer on the pyxis that might have also been causing the issue. The customer stated that they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, a field service engineer (fse) performed complete diagnostics but was unable to replicate the issue. Fse cleaned and greased all latch switch connections. The system functioned as intended after field service engineer investigated the device.